Event description:
(B)(6) 2013, customer reports via phone that during a cystoscopy procedure on a (B)(6) male patient both table monitors failed. The physician was able to complete the procedure by using the control room monitor. No patient injury.

Manufacturer narrative:
Field service engineer (fse) evaluated system for monitor failure and found the 12 volt dc power supply was fluctuating and not able to be adjusted. Fse replaced the monitor power supply and completed the minor table portion of the hydravision dr system service checklist qssrwi4.1 and returned the system to customer for service.